Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been (B)(4) other similar complaints reported in the lot number. (B)(4).

Event description:
An ophthalmologist reported that during a cataract extraction with intraocular lens (iol) implant procedure, the lens was implanted without problem. A haptic and optic went into the anterior chamber, but the second haptic was outside. When the haptic that was left outside the anterior chamber was taken with forceps to enter into the anterior chamber, it fractured. At the time of move the other haptic fractured also. The lens and haptic were removed, and no intraocular lens was placed. A second procedure will have to be performed to implant another lens.

Manufacturer narrative:
Product evaluation: the product was returned. Solution is dried on the lens. One haptic is bent in the distal area and broken in the distal tip area. The other haptic is pulled out from the haptic insertion area. The haptic insertion area of the pulled out haptic is split/cracked. The customer indicated the use of an unspecified cartridge. It is unknown if qualified products were used. The photo attached to the file matches the returned sample. The reported damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. It was indicated the haptic was outside of the chamber after delivery and the haptic broke when attempting to reposition with forceps. (B)(4).